Event description:
Reportable based on device analysis completed on 21october2014. Same case as MFR ID: 2134265-2014-05476. It was reported that crossing difficulty occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 24mm x 2.75mm promus premier¿ stent was advanced to the lesion but encountered difficulty so a non bsc curved guide catheter extension was used. However the 24mm x 2.75mm promus premier¿ stent came in contact with the shaft of the guide catheter extension and as a result, the device was not able to cross the lesion. The procedure was not completed as another of the same device was unavailable. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A microscopic examination found that the tip of the device was slightly jagged. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The tip outer diameter (od) was measured and is within specification. The stent was damaged at its distal end. The struts on the two most distal rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon was tightly wrapped and was not subjected to positive pressure. The shaft polymer extrusion was kinked 5mm proximal to the guidewire access port and the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).